Manufacturer narrative:
The complaint device was not returned to cook. Summary of event: as reported, during an angiogram, the hub of a flexor ansel guiding sheath's 0.038-inch dilator separated as the dilator was pulled from the sheath. An unspecified 0.035-inch amplatz wire was in use at the time of the event. The shaft/tip of the dilator also reportedly broke off in multiple areas, and also "scrunched and frayed". Resistance was encountered upon insertion and removal of the device, which was used to cross the bifurcation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos were provided, showing excessive stretching and deformation of the dilator tubing. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a supplier investigation was conducted. The supplier concluded that the stretched tubing was subjected to a compressive load, resulting in bunching of the tubing, and that it appeared that the product was exposed to tensile forces in excess of the capabilities of the design. However, the customer did not report use of excess force. The information provided upon review of the dmr, DHR, IFU, and investigation of device photos suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Attempts to obtain additional information from the customer were unsuccessful. Based on the limited information provided and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram, the hub of a flexor ansel guiding sheath's 0.038-inch dilator separated as the dilator was pulled from the sheath. An unspecified 0.035-inch amplatz wire was in use at the time of the event. The shaft/tip of the dilator also reportedly broke off in multiple areas, and also "scrunched and frayed". Resistance was encountered upon insertion and removal of the device, which was used to cross the bifurcation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.